Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant's investigation and clinical investigation of medical records.

Event description:
A peritoneal dialysis patient¿s spouse reported her (B)(6) husband with end stage renal disease (esrd) on peritoneal dialysis therapy developed peritonitis. During follow-up the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed the patient was diagnosed with peritonitis and treated with an unspecified medication (drug name, dose, route, and frequency unknown). The patient¿s peritonitis was due to touch contamination. As of (B)(6) 2016, the patient¿s signs and symptoms of peritonitis resolved, and the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler without further issue.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation: visual inspection of the returned cycler exterior showed no sign of physical damage. No burrs or sharps in cassette area that may have punctured a cassette membrane. There were no visual indications of dried fluid within the cassette compartment. The heater tray/scale was not obstructed. A simulated treatment was performed and completed without any failures or problems. There were no fluid leaks in the test cassette during the treatment test. During treatment test the cycler sound normal. The valve actuation test, system air leak test, and the teach pumps tests passed. The load cell value and verification were within tolerance. The reported symptom of drain complication and noisy was not reproduced during testing. There was visual evidence of dried fluid within the recess of the bottom cover between the front panel assembly and the pump assembly. The cause of dried fluid could not be determined. An investigation of the device manufacturing records was conducted and the product labeling, material, and process controls were within specification.